Manufacturer narrative:
(B)(4). Method: fisher & paykel (f&p) healthcare requested the return of the subject rt329 infant continuous flow circuit for evaluation and requested photographs and additional information about the reported event, including information about the patient condition, sequence of events, and the reported fault with the subject rt329 infant continuous flow circuit. Results: there was no response to f&p healthcare's requests for the return of the subject device, photographs, and additional information for evaluation. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported issue all rt329 infant continuous flow circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt329 infant continuous flow circuit show in pictorial format the correct set-up of the circuit and also states the following: - check that all connections, caps and/or plugs are tight before use. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
Fisher & paykel (f&p) healthcare was notified via an FDA medwatch form that a healthcare facility in north carolina reported that the 'blue cap' of an rt329 infant continuous flow circuit dislodged causing a leak. The healthcare facility reported that as a result, the patient desaturated, and medical intervention was required. F&p healthcare have requested further information about the reported event, including information about the patient condition, sequence of events, and the reported fault with the subject rt329 infant continuous flow circuit. However, no further information has been provided. F&p healthcare will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The subject rt329 infant continuous flow circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
Fisher & paykel (f&p) healthcare was notified via an FDA medwatch form that a healthcare facility in (B)(6) reported that the 'blue cap' of an rt329 infant continuous flow circuit dislodged causing a leak. The healthcare facility reported that as a result, the patient desaturated, and medical intervention was required. F&p healthcare have requested further information about the reported event, including information about the patient condition, sequence of events, and the reported fault with the subject rt329 infant continuous flow circuit. However, no further information has been provided. F&p healthcare will provide a follow up report upon completion of our investigation.